Event description:
This report summarizes 14 reported events for device malfunction - loosening. It was reported that the abutment screw loosened in the patient's mouth. The implant was not affected as a result of the loosened screw and there were no impact or harm to the patient as a result of the loosening event. Range of patient age and patient gender: age of female: 41-82, age of male: 67, gender: 4 female, gender: 3 male, patient gender was unknown or not provided for 7 events patient age was unknown or not provided for 7 events the race and ethnicity was not provided by the reporters.

Manufacturer narrative:
Correction: the original number of reported events was 15. Nine (9) of the events had unknown lots. Updated information: during investigation, it was discovered that one of the screws was not a zimmer biomet product. This screw is being removed from this report. Number of reported events: 14 11: conclusion not yet available lot number UDI. Unknown n/a. Unknown n/a. Unknown n/a. Unknown n/a. Unknown n/a. (B)(4). (B)(4). Unknown n/a. Unknown n/a. (B)(4). (B)(4). (B)(4). Unknown n/a. (B)(4).

Manufacturer narrative:
Screw loosening: summary of results: evaluation conclusion codes are selected for each reported event to summarize the results of the investigation. 4307: cause traced to component failure screw loosening is an expected/potential failure documented within zimmer biomet risk documentation. For reported events using this code, evaluation of the returned device(s) and/or manufacturing reviews of the reported lot numbers confirmed the product was conforming at the time of release from zimmer biomet control. However, due to the nature of the event, it may not have been feasible to recreate or confirm the reported loosening condition in each case. No additional remedial action was taken, as the reported loosening malfunctions were not determined to be the result of a confirmed manufacturing deficiency. There were 14 reported loosening abutment screw events summarized. Of the 14 loosening events, 4 abutment screws were returned and 10 were not returned. Fourteen abutment screws were labeled as single use. None of the 14 reported abutment screws were reported to have been reprocessed and reused. 67 : no problem detected a complete investigation could not be performed due to unreturned product and a lack of available product lot information. Without this information the manufacturing history of the reported device(s) could not be completed, nor an evaluation of the subject device(s) for malfunction.

Manufacturer narrative:
Number of reported events: 16 conclusion not yet available. (B)(4).

Event description:
This report summarizes 16 reported events for device malfunction - loosening. It was reported that the abutment screw loosened in the patient's mouth. The implant was not affected as a result of the loosened screw and there were no impact or harm to the patient as a result of the loosening event. Range of patient age and patient gender: age of female: 41-82, age of male: 67, gender: 4 female, gender: 3 male. Patient gender was unknown or not provided for 9 events. Patient age was unknown or not provided for 9 events. The race and ethnicity was not provided by the reporters.